Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with elecsys cea on a cobas 8000 e 602 module. The customer provided examples of 15 patient samples with discrepant cea results. The customer noticed multiple consecutive high results. After receiving a clinical complaint on 20-dec-2024, the samples were repeated and the results were within the assay reference range. Refer to the attachment for all patient data.

Manufacturer narrative:
The serial number of the e 602 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
A general reagent issue can be excluded as controls run prior to the event were within range. The investigation could not identify a product problem. The cause of the event could not be determined.